Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d3/g1 (email), d9, h3. Investigation ¿ evaluation. As reported, the user checked the package of an ncircle tipless stone extractor before removing the device and confirmed the package was intact. The user opened the package and found out the basket was broken. This observation was made prior to patient contact. The user changed to a new basket to complete the procedure. Attached picture shows the basket wires likely have come free the distal notched cannula that secured the proximal ends of the wires in place. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation in opened packaging. Handle actuated basket formation, but one wire is pulled free from assembly. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformance reported to this incident. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions. · the device is conductive. Avoid contact with any electrified instrument. · enclose the device in the sheath before removing from the tray/holder. · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause of the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: name and address: street address: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the user checked the package of an ncircle tipless stone extractor before removing the device and confirmed the package was intact. The user opened the package and found out the basket was broken. This observation was made prior to patient contact. The user changed to a new basket to complete the procedure. Attached picture shows the basket wires likely have come free the distal notched cannula that secured the proximal ends of the wires in place. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.